Event description:
Clc2000 catheter connectors have been coming off of the lumen spontaneously, pt's are bleeding out, lines have been compromised, with increases risk of blood stream infections. The incident began last week, rptr has had 7 occurrences of central lines and or PICC lines 5 french and larger. Rptr is currently taping all lumen connections, have started tracking these occurrences, manufacturer will be notified by this facility.